Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent ventricular non-capture after direct current cardioversion was observed during procedure. Device was reprogrammed. Patient was stable and was discharged in stable condition.